Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2018-77434, 2210968-2018-77439, 2210968-2018-77436, 2210968-2018-77437, and 2210968-2018-77438. Analysis results have been included in reports for each. Twenty-eight unopened samples of product were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined a long strand with no defects or needle pull observed. A functional test was performed on the samples and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture needle pull off was found and tested samples met the finished good requirements.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2018 and a suture was used. During surgery, the suture broke off of the needle. A replacement device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.